Manufacturer narrative:
Unit alarmed compromise force sensor during displacement test, problem isolated to interface board. Unable to confirm motor error alarm due to compromise force sensor alarm, however, motor was tested outside the device and passed. Unit received with cracked case on display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 130 mg/dl. During troubleshooting for motor error alarm, it was found that customer was not sure if insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.